Event description:
A healthcare facility in japan reported that an mr290v humidification chamber provided as a part of an rt385 adult ventilator circuit dual heated with evaqua technology was found leaking water during patient use. The healthcare facility observed that the chamber base was damaged. There was no patient harm reported.

Manufacturer narrative:
(B)(4) section d4: device identification details were not received. The subject mr290v vented autofeed humidification chamber has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.